Manufacturer narrative:
Customer contact reports no patient information available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. The customer will repair unit themselves.

Event description:
The hospital reported a malfunction causing elevated co2 levels. There was no report of patient injury.